Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after about 6.5 years due to insufficiency and regurgitation. When valve explanted surgeon noted no focalized calcium on the leaflets, just a spherical ball of calcium between the noncoronary cusp leaflet.